Event description:
It was reported that, "the arthroplasty was revised due to pain and instability. The femoral head and acetabular components (liner and shell), were revised. The components were implanted in situ for approx 0.75 y. The pt presented with a ucla score of 3 three months prior to revision surgery and a maximum score fon na."

Manufacturer narrative:
An eval of the device cannot be performed. Devices were retained at drexel implant research center. Medical records and x-rays were not provided to stryker for review due to irb restrictions at the reporter's institution. If add'l info becomes available, it will be submitted in a supplemental report.